Manufacturer narrative:
Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.0 ml (0.0%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. A magnet flush was performed with the suture ring and cap off, and the fluid was just dripping out. An additional multi-rate flow tests was performed and yielded a result of 0.0 ml (0%) of the expected volume. The device was unable to prime at the designed temperature and therefore, is associated with CAPA 00065. Further investigation will be captured in CAPA 00065. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Per the physician, it was unable to be determined whether the car accident caused the issues with the patient's pump system. Internal complaint number: complaint-(B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump with multiple volume discrepancies. Cs reported that the patient was acquired by the physician from another practice. Cs reported that a cap study was going to be performed but the physician could not aspirate from the cap. Cs also reported that fluoroscopy showed the catheter had migrated. The catheter was later explanted and replaced. At a later date, the patient was seen for a refill and a volume discrepancy was reported. Cs reported that the expected volume was 3.1mls and 20mls were aspirated. Cs also reported that the patient did not experience an increase in pain and felt as though the pump was working. Around a month later, the patient was in a car accident and reported an increase in pain since the accident. Weeks later, the patient was seen for another refill appointment and another underperfusion volume discrepancy. Cs reported that the expected volume was 6.5mls and 20mls were aspirated. The patient also alleged an increase in pain. The following week at an MRI appointment, another underperfusion volume discrepancy was observed with an expected volume of 18.8ml and an actual aspirated volume of 19-20ml. At the patient's next MRI appointment, the physician noticed that the catheter was wound and twisted behind the pump. They programmed a bolus and listened for the actuations, in which the valves were not audible. The pump and catheter were later explanted and replaced. Cs confirmed that a back table prime was attempted and not successful. MFR 3010079947-2020-00350 was opened to address the original catheter migration and replacement and MFR 3010079947-2021-00012 was opened to address the explanted catheter due to it being wound and twisted.